Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix could be fully extended/retracted, and turns within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix became partially exposed during the placement attempt. The physician removed the lead and exercised the screw, but the physician chose to use a new lead for implant. No patient complications have been reported as a result of this event.